Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed interrogation difficulties that were resolved. Some hours afterwards the device delivered anti-tachycardia pacing (atp) for a ventricular arrhythmia and the rhythm was accelerated to ventricular fibrillation, then the ICD delivered an electric shock, and the vf was terminated. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed interrogation difficulties that were resolved. Some hours afterwards the device delivered anti-tachycardia pacing (atp) for a ventricular arrhythmia and the rhythm was accelerated to ventricular fibrillation, then the ICD delivered an electric shock, and the vf was terminated. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed interrogation difficulties that were resolved. Some hours afterwards the device delivered anti-tachycardia pacing (atp) for a ventricular arrhythmia and the rhythm was accelerated to ventricular fibrillation, then the ICD delivered an electric shock, and the vf was terminated. The ICD has been returned for analysis without additional allegations at this time. No additional adverse patient effects were reported.